Event description:
It was reported that a pump malfunction occurred after it fell into a wet sink, triggering a malfunction alarm identified as "malf 12," related to a momentary power loss to the vibrator motor. The impact on the customer¿s blood glucose level was unknown as the customer declined to answer the relevant question. The customer was provided with pump reset instructions, and with assistance, successfully reset the pump. Despite the successful reset, this issue was the third occurrence, and the pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.